Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced swelling at the implant site with pain, headache, dizziness and a loss of connection to the internal device subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6) 2014. This report is filed october 16, 2014.